Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device for evaluation. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The issue with the tube was that the cuff was defective/deflated after intubation. According to the anesthesia provider the et was placed and then a short while after intubation the cuff deflated so that the tube was not fix as it should be. On 24jul18-additional information: the patient was at risk. No medical intervention was required.